Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to potential allergic reaction and possible infection. Reportedly, the patient's body was apparently rejecting the implanted product. No adverse patient effects were reported. The rv lead remains implanted.